Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The string side of the tampon was in the insertion side of the applicator... Put into the applicator the wrong way [device physical property issue] went to remove a tampon and could not find the string... Able to difficultly remove the tampon [device difficult to use]. Case narrative: consumer reported via email that the tampon was put in the applicator the wrong way. No injury was reported.